Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment in an a-v loop graft of the forearm, the stent graft could not be deployed. After several unsuccessful attempts were made to deploy the stent graft, the entire device was removed and a new stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The safety clip was missing upon receipt. The valve was loose. The 2-way stop cock was not attached to the delivery system and not returned. It was noted that the inner catheter including the tip was shifted distally approximately 2 mm. The distal end of the handle and the proximal end of the catheter near the strain relief were noted to be severely bent. The stent graft was in place and not released. However, it was shifted distal approximately 0.5 mm. The gray outer sheath of the delivery system was elongated and torn off approximately 50 mm from the distal end of the handle. Functional/performance evaluation: functional testing could not be performed due to poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure due to catheter breakage, as the stent graft was still in place in the delivery system, and the outer sheath was elongated and torn off at the catheter reinforcement area. The condition of the returned sample indicated that high deployment forces had likely been applied. Therefore, it is possible that procedural issues may have contributed to the event. However, the definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.